Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported via phone call that he tried to bolus 3 times and each time it went to 2.5 units and then the insulin pump alarmed no delivery. Blood glucose value was 205 mg/dl. The customer also reported that the buttons are hard to push. During troubleshooting; the customer disconnected at the quick release and insulin did exit during prime. Customer was advised there might be a bent cannula or site occlusion. Customer was unable to remove the site to check the cannula at the time. The insulin pump would replaced due to the keypad issue and returned for analysis.